Event description:
It was reported that during an unknown procedure, a pedicle probe bent, the tip of a long holding sleeve broke off, and the heads of two screws broke off while using two standard holding sleeves. All broken pieces were retrieved. All items are available for return. This is report 4 of 4 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the polyaxial screw assembly was returned with the body and collet assembled and the screw separated from the assembly. The collet component of the polyaxial body assembly shows minimal signs of wear from contact with the outside of the screw head from the assembled state. There is no visually obvious damage to the polyaxial body. The threads in the screw head are nearly sheared off from engagement with holding sleeve. The polyaxial screw threads were damaged by the holding sleeve thread becoming loose during screw insertion then manipulating the holding sleeve off-axis. The polyaxial screw design is acceptable. The condition appears to be the result of the holding sleeve becoming loose during screw insertion which contributed to the breakage, therefore this complaint is invalid. Additional product code for this report includes mnh, mni, kwq, and kwp.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2011.